Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 34-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a (B)(6) year old female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 34-year-old female patient who had essure (batch no. 910511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy (using the essure)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that the patient has suffered and will continue to suffer ongoing physical symptoms despite the surgical removal of the essure device. Lot number: 910511 manufacturing date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: updated quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 34-year-old female patient who had essure (batch no. 910511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy (using the essure)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that the patient has suffered and will continue to suffer ongoing physical symptoms despite the surgical removal of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the essure lot number was added. New reporter types (lawyers) and new adverse events chronic abdominal pain, pelvic pain, back pain, excessive bleeding, unintended pregnancy, migration of the essure device to the abdominal cavity or pelvic cavity, perforation of the uterus, fallopian tubes and other organs, allergic reactions, auto-immune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety, depression, psychological stress were provided. The adverse event medical device removal was added as a non-drug treatment. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes"), uterine perforation ("perforation of the uterus"), perforation ("perforation of other organs") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity") in a 34 year-old female patient who had essure inserted (lot no. 910511) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of menorrhagia, overweight, gallstones, parity 4, multi gravida, abnormal uterine bleeding and dysmenorrhea. Concomitant products included tranexamic acid since on (B)(6) 2017, targin (naloxone hydrochloride;oxycodone hydrochloride) since on (B)(6) 2017 and hydromorphone hcl (hydromorphone hydrochloride) since on (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy (using the essure)"), hypersensitivity ("allergic reactions"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish"), depression ("depression") and stress ("psychological stress"). Essure was removed on (B)(6) 2017. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and removal of essure coils. And essure removal). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: prospective report. Last menstrual period was on (B)(6) 2013 and the estimated date of delivery was on (B)(6) 2014. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: that the patient has suffered and will continue to suffer ongoing physical symptoms despite the surgical removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.408 kg/sqm. [Pathology test] on (B)(6) 2017: clinical history: 34-year-old female with abnormal uterine bleeding. Clinical diagnosis - query adenomyosis. Specimen: uterus and cervix, and bilateral fallopian tubes diagnosis uterus and cervix, and bilateral fallopian tubes: uterine corpus with endometrial simple hyperplasia with no evidence of atypia or malignancy. Uterine cervix with no significant histopathologic abnormalities. Unremarkable bilateral fallopian tubes. Gross description: essure coils are present within the fallopian tubes that are correctly placed within the fallopian tubes and the endometrium. [Ultrasound pelvis] on (B)(6) 2016: clinical history: menorrhagia. Rule out submucous fibroid. Findings: the uterus is retroverted. The endometrial stripe measures approximately 3 mm in diameter. This is within normal limits. No abnormal vascularity is appreciated within the region of the endometrial cavity. Essure coils are noted in situ. No uterine mass/fibroid appreciated. Impression: no uterine lesion appreciated. Lot number: 910511 manufacturing date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 09-apr-2024: reporter and patient information, medical history, lab data, non drug treatment added. New concomitant added: tranexamic acid, hydromorphone hcl, targin. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.